Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm after multiple set changes. The customer's blood glucose was 338 mg/dl at the time of incident. The customer' s current blood glucose was 310 mg/dl. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The customer was unable to run the high pressure test. The tubing clamp was sent to the customer to run the high pressure test. The insulin pump will not be returned for analysis.